Event description:
It was reported that pump displayed a malfunction code, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it, and then used pump without further problems, and was advised to call back if malfunction code recurred.